Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/30/2014 with the following findings: review of the pump history revealed the last bolus and basal deliveries were recorded on (B)(4) 2014. There were no alarms outside of normal use. The total daily doses added up to correctly reflect the user¿s programmed settings, revealing that the pump was delivering accurately until the last date of use. The pump was exercised for 24 hours without issue and was found to be delivering insulin accurately. Investigation did not duplicate the reported issue and the pump was found to be operating within the required specifications without malfunction.